Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt started experiencing shortness of breath. Lactate dehydrogenase (ldh) is at 2400. On echo unable to unload left ventricular at increasing speeds. Aortic valve is opening with every beat. Pt was admitted and lvad pump exchange is pending. The MFR received additional info on (B)(6) 2013 that on the previous day, the pt was taken to the operating room where a kink was found in the outflow graft. The hospital chose not to replace anything but did reposition the graft. On (B)(6) 2013, the vad coordinator reported that the pt suffered a stroke after being taken back to the operating room. On (B)(6) 2013, additional info reported that power level is elevated to 13.4w at a speed of 9400 rpm. There is suspect of a flow obstruction, however due to pt's status post stroke; a decision has not been made on course of action.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.